Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1.2 was failed and had few cubies were not detected on bus. A field service engineer identified that storage space auxiliary 1.2 cubie e5 was not detected on the bus, removed the cubie using the hardware testing application and returned it to the pharmacy. The storage space was subsequently tested by pharmacy staff and validated using the hardware testing application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary w7n, auxiliary drawer 1.2 had cubies in a not detected state and showed not detected on bus, and the drawer was delayed in opening and closing. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.